Event description:
A us distributor contacted zoll to report that a patient developed a rash under the electrodes. It was described as discolored hives. There was no alleged device malfunction contributing to the irritation. Patient had the electrodes cleaned and lotion was applied by nurses while the patient was in the hospital. There are no indications that the irritation caused, contributed to or extended patient being in the hospital. Follow up indicated that the irritation has improved.